Event description:
Husband of home patient (hp) reported peritonitis while using the homechoice cycler for automated peritoneal dialysis therapy. Follow up with healthcare professional (hcp) reveals hp was hospitalized from 3/22/99 - 4/12/99 for peritonitis. During hospitalization, the hp's catheter was removed and the hp temporarily switched modalities to hemodialysis. According ro hp's husband, the hp received a new catheter, however, hp had difficulty draining and new catheter was found to be in "the wrong place." Husband of hp requested a replacement cycler subsequent to hp hospitilization and catheter replacement. According to the hcp, she does not attribute homechoice cycler to episode of peritonitis and does not feel any machine malfunction had occurred.